Event description:
During a coil embolization of the external carotid artery (characteristics of the vessel/aneurysm were unknown), air remained in the hub of the orbit helical fill 3x10 ((B)(4)). Therefore, the orbit was replaced for a new one (details unknown). It is unknown if the syringe (details unspecified) was also replaced or not. The procedure was completed with no further issues. There was no patient injury reported. The product was new and the procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on both the syringe and the coil by visual inspection. There were no damages noted on the complaint product after the event. During prep, all the air was removed from the syringe prior to connecting to the coil system, and all IFU guidelines were followed for connecting the syringe to the coil hub. A dedicated saline source was utilized to fill the syringe, and no damages were noticed on any section of the syringe, coil system, or hub. No leaks were noticed on any of the connections (syringe, coil system or hub). After the event, no damages were noticed on the device (coil -unraveled, stretched, kink, bend, fracture, etc or delivery system/introducer unraveled, stretched, fracture, etc) or syringe. The complaint products are not going to be returned for evaluation.

Manufacturer narrative:
Corrected data: please note that the correct product is an orbit helical fill 3x10 (637hf0310/15187357). During a coil embolization of the external carotid artery (characteristics of the vessel/aneurysm were unknown), air remained in the hub of the orbit helical fill 3x10 (637hf0310/15187357). Therefore, the orbit was replaced for a new one (details unknown). It is unknown if the syringe (details unspecified) was also replaced or not. The procedure was completed with no further issues. There was no patient injury reported. The product was new and the procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on both the syringe and the coil by visual inspection. There were no damages noted on the complaint product after the event. During prep, all the air was removed from the syringe prior to connecting to the coil system, and all IFU guidelines were followed for connecting the syringe to the coil hub. A dedicated saline source was utilized to fill the syringe, and no damages were noticed on any section of the syringe, coil system, or hub. No leaks were noticed on any of the connections (syringe, coil system or hub). After the event, no damages were noticed on the device (coil -unraveled, stretched, kink, bend, fracture, etc or delivery system/introducer unraveled, stretched, fracture, etc) or syringe. The complaint products are not going to be returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15187357 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the reported information and without the return of the device for evaluation, no conclusion can be made regarding the reported prepping difficulty; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.